Event description:
It was reported that an ilet bionic pancreas was dropped onto a hardwood floor, resulting in a cracked touchscreen on the device, and the device was replaced with notification that it would no longer be watertight; the user wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.